Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they did not wear sensors and experienced high blood glucose level. The customer¿s blood glucose level was 300 mg/dl and other relevant blood glucose levels were 400 mg/dl, 200 mg/dl and 237 mg/dl. The insulin pump will not be returned for analysis.